Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00904. The pt was implanted with two percutaneous leads from different lots for sacral stimulation on (B)(6) 2011. The day following the procedure, the pt was programmed, and it discovered that two of her lead contacts yielded invalid impedance readings. However, she was still able to receive effective therapy coverage despite the impedance issue. As such, there are no plans for surgical intervention for this matter.